Manufacturer narrative:
The pump passed the displacement, idle current, run current, off no power and self tests. The pump was received with normal operating currents. No unexpected battery power loss was noted. No off no power alarm was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was issue of no power. The customer did not receive a low battery alert prior to the off no power alert. The customer stated that this was the second occurrence of off no power in less than 24 hours after low battery warning. Battery cap is not loose, cracked or damaged. Customer declined weight. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.